Event description:
Information received by medtronic indicated that the customer received changes sensor alert and calibration not accepted alert on sensor. Customer stated that sensor was securely taped to skin and there was no blood at insertion site. Customer also reported sensor glucose and blood glucose differences. Customer's blood glucose level was 80 mg/dl and sensor glucose level was 48 mg/dl. The difference was 32 which was not within target range of glucose difference. Customer also reported that insulin delivery was not suspended due to the sensor glucose and blood glucose difference. Troubleshooting was performed. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Following our receipt of the one returned used sensor performed a visual inspection and checked for physical damage and none was found(under naked eye). Then performed continuity resistance test to verify (open trace),electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to high readings. See attached file for details. In summary; the customer complaint of unexpected sensor alarms was confirmed due to found delamination at counter and working electrode. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should.